Event description:
The customer reported zipper damage to the side panels. They did not provide specific zipper damage info. There was no pt injury reported. Inspection by posey shows that the large window a zipper slider body is open.

Manufacturer narrative:
Zipper damage - evaluation result - evaluation of the returned product shows that the large window a slider body is open. Front side a literature bag slider is stuck.